Event description:
Report rec'd that pt felt "shock" passing through magnetic field in passport control in greece. Pt has experienced unexpected amplitude changes since the event. Pt additionally has had problems with operation of her microwave, portable telephones, and loudspeakers. Pt also "influences the apparatus of payment with a credit card in shops." No further info on this pt or event is available.